Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. Of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 65-year-old male presented with a week of chest pain. Stemi alert called and brought to cardiac catheter lab for pci procedure. Severe mitral regurgitation noted. Post pci an impella cp has been placed. During the case the decision has been made to escalate the patient to an impella 5.5. The patient suffered from bleeding that required transfusion of an unknown amount of blood products. Location of the bleeding remained unknown and involvement of the axillary impella 5.5 access site cannot be excluded. The patient recovered the following days. Finally, the impella 5.5 has been successfully weaned and explanted.